Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and analysis found that the lead had an outer insulation breach (in-vivo) due to environmental stress cracking.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.